Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4)

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver without any adverse patient impact.

Manufacturer narrative:
The customer-reported issue of a fault alarm could not be confirmed or reproduced during investigation testing. A '36' fault code, typically produced as a result of intermittent power communication errors during an onboard battery exchange or power cycling, was recorded in the driver's alarm history but it could not be confirmed if this was recorded during the time of the customer experience (as a result of an onboard battery exchange) or as a result of the patient switching off of this driver (onboard battery exchange or power cycling). The driver in "as received" condition passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. Additionally, during an extended observation run test, the driver performed as intended with no alarms. The customer-reported issue of a fault alarm could not be reproduced during investigation testing and the root cause of the customer-reported issue cannot be conclusively determined as the driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.